Event description:
The user received intermittent negative results for creatine kinase mb isoenzyme stat (ckmb) and troponin t. The user provided data for nine patient samples for ckmb only. All results are in ng/ml. The initial result for all nine patient samples was <0.100 with a data flag. The samples were repeated on the elecsys 2010 (serial number not provided). The repeat results were as follows: patient sample 1: 5.05. This sample was then repeated on the original cobas e411 with a result of 5. Patient sample 2: 2.09. Patient sample 3: 7.56. Patient sample 4: 2.2. Patient sample 5: 3.4. Patient sample 6: 10.4. Patient sample 7: 10.2. Patient sample 8: 3.4. Patient sample 9: 10.7. The erroneous results were reported outside the laboratory. No patients were adversely affected. The ckmb reagent lot number was 16014901. The field service representative determined there was a fluidics failure of the probe. He replaced the probe tubing and the liquid level detect circuit board. To verify the analyzer operation, he ran quality control and noted the patient results matched those from the elecsys 2010. He determined the system was operating per specifications.